Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. It was noted that the power issue occurred during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple unexplainable power reboots had occurred on 07/12/2014. The battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump. During testing, the pump powered on with audio tones and vibrations, but the display was blank. The battery cap height and width measurements were found to be within the required specifications. The pump case was removed and evidence of moisture contamination was found on multiple internal components of the pump. The complaint that the pump was losing power intermittently was not able to be adequately investigated due to the internal moisture contamination and the blank display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.